Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device failed functional testing due to the device failing power up verification testing. Electrical testing found the device to have an earth leakage failure. Fluid ingress was found in the pneumatic system. The cause of the reported issue was determined to be pneumatic system fluid ingress that caused extraneous conductance to the earth ground in the device. The device was sent to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.